Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporting address postal: (B)(6). Reporter phone #:(B)(6).

Event description:
It was reported to philips that the touchscreen was broken. There was no patient harm noted. There was no delay to therapy noted. The customer requested to send the device to bench repair.

Manufacturer narrative:
The customer was sent numerous quotes, all of which did not receive a response from the customer. The device was not repaired.